Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a low blood glucose (bg) level of 45 mg/dl. The customer was treated with intravenous glucose and was released on (B)(6) 2016. A follow up on (B)(6) 2016 indicated that the customer's bg level stabilized to target range and the customer was doing better. It was noted that the customer was using u-500 insulin. Reportedly, the customer had only been on the pump for a week and the customer's doctor was still adjusting the pump settings.